Event description:
The patient underwent full vns replacement surgery due to high impedance. During attempts at product return, it was revealed that the explanted products were discarded by the facility.

Event description:
It was reported that the patient fell and had a concussion. Since then, the patient has experienced in increase in seizures and the magnet stimulation was not perceived as strongly as it was in the past. It was reported later that the patient¿s vns had high impedance. The patient was referred for a full vns replacement surgery. Follow up with the physician's office revealed that it was believed that the high impedance was the result of the patient's fall. Diagnostics from prior to the fall were within normal limits, but were from six months prior. As the diagnostics from just prior to the fall were unknown, the event remained reportable despite the physician's assessment that the high impedance and adverse events were the result of the fall as the impedance could not be confirmed just prior to the fall. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.